Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. Lens was returned stuck in cartridge. Visual inspection found lens stuck in cartridge. Cartridge returned with lens stuck in cartridge. Visual inspection found lens stuck in cartridge. (B)(4).

Event description:
The reporter indicated that the cc4204a, +23.5 diopter, intraocular lens loaded but would not advance in cartridge. It was reported that there was no patient contact. It was reported that there was a loading error that could have been caused by training a new scrub nurse, but there is no certainty to the cause of the event. Backup lens was inserted without any reported problems. Patient is doing fine.